Event description:
The customer reported there was no dap (dose rate) and foot switch failed. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep recalibrated the dose and replaced the foot switch. The system operates as intended.